Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported by a customer complaint that the patient was hospitalized due to an incident of high blood glucose. The reporter alleged that the device was not working correctly. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.